Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/08/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box indicated a cs088-85b3 alarm on (B)(6) 2017-04-10 at 10:12; insulin deliveries resumed at 10:55. On (B)(6) 2017 at 08:44 a cs088-85b3 alarm was recorded; deliveries resumed at 09:16. The last basal delivery occurred on (B)(6) 2017 at 11:07. On (B)(6) 2017 at 05:06 an unexplained rebooting event occurred; deliveries resumed at 07:49. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, the display was discolored. A battery compartment crack was observed. No moisture was observed within the battery compartment and the returned battery cap could be secured properly to the pump. No damage or defect was observed to the pump¿s internal components.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 33 mmol/l with rapid/deep breathing, symptoms of dehydration, extreme thirst, and extreme drowsiness. It was reported the patient also suffered from kidney disease. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. A call service alarm issue was reported. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.